Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 32 events were reported for this quarter. Product return status- 25 devices were received for evaluation. 6 devices were available for evaluation but have not yet been received. 1 device was not available to stryker for evaluation. Evaluation status - 15 reported events were confirmed during testing. - 15 devices were found to be affected by a fracture problem. 10 reported events were not confirmed during testing; the device were found to be within specifications. Additional information - 22 of 32 reported devices are in scope of recall pfa # (B)(4) for notification. This device is not labeled for single-use. This device was not reprocessed and reused.

Event description:
This report summarizes 32 malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 31 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 31 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Corrected data: 32 events were reported during the reporting quarter. - 22 events were previously reported as in scope of recall pfa # ra2016-193 for notification; however, - 29 events should have been reported as in scope of the recall notificationification for the reporting quarter.   Product return status 31 devices were received. 1 device was evaluated through images provided.   Event confirmation status 22 reported events were confirmed; the cause traced to component failure. 10 reported events were not confirmed. Evaluation results 22 devices were found to be affected by a fractured weld. 10 devices had no device problem found. Additional information 29 of 32 reported devices are in scope of recall pfa # ra2016-193 for notification.